Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer replaced the vessel sealer extend (vse) with another instrument. No site visit was conducted.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection (apr) surgical procedure, the customer encountered an issue where arm3 led had turned amber and replacing instruments solved the issue. The technical support engineer (tse) found error 22025 indicating the vessel sealer extend (vse) blade jammed and explained it to the customer. According to the customer, the tissue was stuck in jaw of the vse and it was hard to remove completely, so they replaced the vse with another one. The procedure had been continued without issue. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical followed up and obtained to obtain additional information. The surgeon sealed and cut sequentially the tissue. The issue did not occur after a system fault. The instrument was removed because an error message was presented. There was no adverse effect to the grasped tissue.